Event description:
Material no: 305106; batch no: 9028786 & 7236545. It was reported that before use of the bd precisionglide¿ needle the needles are clogged. The following information was provided by the initial reporter: needles clogging.

Manufacturer narrative:
H.6. Investigation: six (6) samples were received from the customer for investigation. The returned samples were visually examined and were found to be clogged as light was not able to pass through the needles. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9028786. Medical device expiration date: 2024-03-31. Device manufacture date: 2019-01-28. Medical device lot #: 7236545. Medical device expiration date: 2022-09-30. Device manufacture date: 2017-08-24. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 305106, batch no: 9028786 & 7236545. It was reported that before use of the bd precisionglide¿ needle the needles are clogged. The following information was provided by the initial reporter: needles clogging.